Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/19/2025, it was reported by a sales representative via email that an ar-1927pst-475 peek corkscrew ft broke during insertion. The anchor broke with three threads remaining, not in the bone. The rest of the anchor remained intact and was inserter until the loop holding the 1.3 mm sutures was buried below the level of the bone. The threads were then removed but had broken into smaller pieces. This was discovered during an rcr procedure on (B)(6) 2025. Additional information requested on 2/26/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion.